Manufacturer narrative:
As noted in section b5, white residues found on the jet channel tube and air/water cylinder tubing. A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, white residues could be products that contain silicone that can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The event can be prevented by following the instructions for use which advise against using the aforementioned products with the device as they can leave residue. As per instruction for use (IFU), it states: ¿nothing other than sterile water should be used for air/water feeding channel. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection¿ olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the air/water cylinder/tube and the j-tube channel of the device was found with foreign material described as white residues. There was no patient involvement in this reported event.